Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to a procedure, it was discovered that the cusa excel 23khz straight handpiece (c2600) had a cracked housing and also failed the test. There was no harm as the device did not come into contact with the patient. The operation was performed without the cusa device. However, the surgery was increased by more than 30 minutes.

Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and the following anomaly that could be associated with the complaint incident was observed: 1) cooling problem during manufacture due to leaking tubing. However, this failure is deemed not related to complaint incident. Failure analysis - the investigation of the unit confirmed the complaint: the housing has a crack because it was over-torqued due to user mistake. To resolve the issues, the housing and all o-rings of the coil form were replaced and calibration and final test according to manufacturer's specification have been performed. Root cause - the root cause is confirmed as device overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. In relation to the handpiece overtorquing, the ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a